Manufacturer narrative:
D4 batch lot number updated.

Event description:
It was reported that balloon deflation failure occurred. The patient presented with coronary artery disease. The target lesion was located in the non-tortuous and non-calcified left main coronary artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. The balloon was inflated at 8 atmospheres for 15 seconds. During removal, the balloon was unable to be pulled back into the 7fr guiding catheter despite multiple attempts to apply negative pressure. The balloon remained wedged at the catheter tip, and the physician corked the partially deflated balloon into the guide catheter. Both devices were removed as one unit altogether. No patient complications were reported.

Event description:
It was reported that balloon deflation failure occurred. The patient presented with coronary artery disease. The target lesion was located in the non-tortuous and non-calcified left main coronary artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. The balloon was inflated at 8 atmospheres for 15 seconds. During removal, the balloon was unable to be pulled back into the 7fr guiding catheter despite multiple attempts to apply negative pressure. The balloon remained wedged at the catheter tip, and the physician corked the partially deflated balloon into the guide catheter. Both devices were removed as one unit altogether. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 6.00mm x 8mm was returned to the complaint investigation site (cis). A visual and tactile inspection with the hypotube profile but no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified that the polymer extrusion was stretched throughout its length. A detailed microscopic examination of the balloon material identified a 3mm tear in the mid-section. The bumper distal tip was flared.

Event description:
It was reported that balloon deflation failure occurred. The patient presented with coronary artery disease. The target lesion was located in the non-tortuous and non-calcified left main coronary artery. A 6.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. The balloon was inflated at 8 atmospheres for 15 seconds. During removal, the balloon was unable to be pulled back into the 7fr guiding catheter despite multiple attempts to apply negative pressure. The balloon remained wedged at the catheter tip, and the physician corked the partially deflated balloon into the guide catheter. Both devices were removed as one unit altogether. No patient complications were reported.